Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the customer was currently hospitalized due to diabetic ketoacidosis. Caller stated that she found the customer unconscious, called paramedics, and customer was transported to the hospital. Blood glucose level at the time of admission was 89 mmol/l. Caller reported that earlier in the day of the incident, the customer received a blood glucose level of high. During troubleshooting, the customer reported a failed battery test and a battery out limit. The customer was shipped a tubing clamp so troubleshooting could be completed. The insulin pump was not replaced or returned for analysis.